Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the territory manager (tm), approximately 4 years and 9 months after undergoing a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve, the patient is being hospitalized for heart failure due to a failing edwards valve with central regurgitation and stenosis a review of the medical records revealed that the transthoracic echocardiogram at 4 years and 8 months post-implant showed a left ventricular ejection fraction of 40-45%. The bioprosthetic aortic valve exhibited severe annular calcification with moderate regurgitation, and the aortic valve (av) mean gradient was 34mmhg. The transesophageal echocardiogram at 4 years and 8 months post-implant indicated that the aortic valve had moderately thickened and calcified cusps, with moderate regurgitation and stenosis, and "some elevated gradients." The physician suspected that premature degeneration of the prosthetic aortic valve might be contributing to mitral regurgitation. The patient underwent a successful valve-in-valve procedure using a non-edwards valve. Imagery was provided by the site and reviewed and the following observations were made: thickened and calcified leaflets were observed.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of calcification was confirmed based on the provided medical records and imagery. The available information suggests that patient factors, including hld and hypothyroidism, likely contributed to the event, as noted in the provided medical records. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.